Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect any malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also reported that the stimulator had not been working for several months and the patient was unable to charge. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also reported that the stimulator had not been working for several months and the patient was unable to charge. The patient will undergo an explant procedure.

Manufacturer narrative:
Event date: (B)(6) 2014. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 14073770/14119535, description: next generation anchor kit-sterile.